Manufacturer narrative:
An event of oliguria, exertional dyspnea, abdominal distension, bilateral leg edema, atrial fibrillation, tricuspid stenosis, regurgitation, and the leaflets being "thickened and immobile" was reported through a research article. The results of the investigation are inconclusive since the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Shinshu med j. 67(5) : p289~292, 2019. Title: percutaneous transcatheter balloon valvuloplasty of a stenosed bioprosthetic tricuspid valve. Case report of a (B)(6)-year-old man with a history of infectious endocarditis (ie) and two previous tricuspid valve replacements(tvrs). The first tvr at age 25 was performed secondary to ie using a star edwards ball valve. The repeat tvr using an epic bioprosthesis valve was performed at age 51 due to severe ball valve stenosis. After 3 years implant duration, stenosis was observed from epic bioprosthesis valve at tricuspid valve. Repeat surgical valve replacement is an extremely high-risk procedure. So percutaneous transcatheter tricuspid balloon valvuloplasty (pttbv) is considered as an acceptable treatment option for symptomatic severe tricuspid valve stenosis. There have been few reports of successful pttbv performed after bioprosthetic tvr. But successful treatment with pttbv for bioprosthetic tricuspid valve stenosis was achieved without complications in this patient.